Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verioiq meter read her blood glucose reading (¿164mg/dl¿) as control solution. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014. The patient¿s diabetes management is not clear. According to the csr¿s documentation, the patient did not make any changes to her diabetes management routine nor did she test her blood glucose with another device after the reported meter issue occurred. At unspecified times that day she reportedly developed a headache and administered an additional dose of insulin as treatment. At the time of troubleshooting, the csr verified the patient was using the proper testing technique (per owner¿s booklet recommendation) and the test strip used at the time the alleged issue occurred was not passed the expiry date. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.